Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit fails electrical safety/ there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: contact person name: (B)(6). Contact person email: (B)(6). Contact person telephone: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the reel,ac power cord, due to which it had corrected the issue. The device had passed all the functional and safety tests according to the factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint part was received with a reported failure of the electrical safety test. Performed a visual inspection found the part to be in good condition. The fat installed cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure number (B)(4). Retaining the part in the failure analysis and testing department per procedure number (B)(4).the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.